Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and neurological changes with bradycardia, which required hospitalization. There was possible non-capture and undersensing observed with the right atrial (ra) lead, and short v-v intervals exhibited with the right ventricular (rv) lead. Follow-up investigation revealed that the ra lead had pulled back, and the rv lead had dislodged and was sensing in the atrium. A surgical intervention was required to reposition the leads, and both leads remain in use. No further patient complications have been reported as a result of this event.